Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported constantly receiving a ¿stimulation is off¿ message on their controller. Patient mentioned experiencing pain because their stimulation is off. Patient stated that when charging and when they don¿t feel it¿s working, and every time they check, the stimulation is off. Patient mentioned that this issue has been ongoing for quite a while now and mentioned they called several times. Patient noted that they checked the battery status, which had not changed. Patient confirmed that the controller battery was 50% implant was 100%. Patient mentioned experiencing problems since receiving the replacement controller. Patient commented that their first year was great. Patient expressed frustration due to the ongoing issue. Patient mentioned previous case related to the replacement controller. Patient turned on the stimulation and stated they are using group b with intensities set to 3.2, 3.2, 2.9, and 2.9. Patient mentioned switching settings around and performing resets multiple times. Agent had patient reset the controller. Patient confirmed seeing ¿stimulation is off¿ message on the home screen even after turning back on. Agent had patient reset the controller with ac power supply. Patient confirmed that the controller turned on with green light flashing. Patient confirmed no rattling noise inside the controller. For the event date, patient stated it¿s been happening for months probably since the last time they received the replacement controller, could have been may 6th or 7th 2025. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and received the replacement controller and mentioned the battery didn't fit. Agent reviewed information and used the old controller's back cover. During the call patient needed assistance with pairing the controller. Patient was getting the connect the recharger message. Patient could not bypass the message and confirmed the recharger was plugged in. Patient unplugged the recharger and cleaned the controller and recharger pins. Patient plugged the recharger and selected implant. Patient set the date, time and numbers but could not bypass connect the recharger. Agent closed case.